Event description:
Pt was being fed using the device. 600 ml of an enteral feeding solution were hung, and the pump was set to deliver 75ml/hr. 600 ml were delivered in 2 hours. There was no illness, injury or medical intervention resulting from this event. One pt involved.